Event description:
Customer reportedly obtained a result of 290 mg/dl on the compact plus system and took 11 units of novolog insulin. Within 10 minutes, the customer retested on the compact plus system with a result of 57 mg/dl. Customer gave himself a glucose injection due to symptoms and result. Customer reported a separate comparison with results of 110 mg/dl, 51 mg/dl and 47 mg/dl within 10 minutes on the compact plus system. Customer drank juice and ate crackers due to symptoms and within 10 minutes of the last result, tested 120 mg/dl on the compact plus system. No adverse event reported. Requested return of suspect system and replacement was sent.